Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delamination downstream occlusion seal and failed accuracy +9.65%. The event happened during testing.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the downstream occlusion (dso) seal detached, lens scratched. Functional testing was performed. The malfunction of dso seal delaminated was noted, and the complaint was confirmed. The dso seal and scratched lens compartment were replaced. The device passed all functional testing after repair.